Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged error message first appeared approximately three months prior to contacting lfs. She stated that she manages her diabetes with oral medication (metformin; 2000mg per day), diet and exercise, and explained that she did not take any action in response to the alleged product issue. The patient informed the csr that after the product issue started, she began to experience ¿sweating and a headache¿ but denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the alleged product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading due to the product issue.